Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was unknown. The customer was advised to perform rewind process again. Customer was advised to program a normal bolus into the air and bolus amount was recorded in the bolus history. Customer stated a temp basal was programmed before the alarm occurred. The customer was advised the pump will need to be replaced.

Manufacturer narrative:
The pump passed the displacement, operating currents, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. However, the pump was received with a rf pic failed alarm during the self test due to a faulty component on the radio frequency board. The pump was received with minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip and a cracked lcd window.